Manufacturer narrative:
B3 : event date is approximate. Month and year confirmed as valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) on (B)(6) 2024 regarding an external device. The reason for the call was pt reported they were having issues charging their implantable neurostimulator (ins) and the issue began off and on for about the last month. Pt stated they would get the battery empty cannot continue recharge the controller message when trying to charge their implant. Pt would reset the controller. Pt would also get an error recharger cable unplugged message even though the recharger was still plugged in. Controller was at 70% and implant was at 100%. Agent would call patient back to continue troubleshooting. Pt noted their recharger was frayed several times in the past. Agent called pt back and pt got excellent. Controller was at 60% and implant was at 80%. Agent placed patient on a hold and when agent got back, pt got poor, no device found, then recharge the controller. A replacement recharger telemetry module (rtm) was sent out. Pt called back on (B)(6) 2024 and got replacement rtm but still seeing the message to charge the controller, even when its already charged. A replacement controller was sent out. Pt called back on (B)(6) 2024 from number registered saying they got the replacement controller and was trying to set it up but could not progress to finding the implant after connecting the recharger step. Pt said they would plug in the recharger and the screen would try to search for the implant, but then would just go back to connect the recharger. Pt reset controller during the call, cleaned connections and checked connections for damage (there were none). Pt then tried to go through the set-up process again, but after plugging in the recharger, they would just get stuck spinning on checking the recharger and then the screen would time out and go back to the beginning. A replacement battery pack and controller were sent out. On (B)(6) 2024, pt reports that they got the replacement rtm, controllers and battery and at first it was working but now it won't connect to charge ins. Since all replacement equipment has been sent, redirected to healthcare provider (hcp). Pt does not have a managing hcp in their new area. Agent emailed manufacturer representative (rep) asking them to call the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the patient did not meet with a manufacturer representative (rep) to address the issue with no being able to connect/charge. They sent another recharger that did not resolve the issue. The patient took the battery out of the controller and left it out for 48 hours. When they put the battery back in, it has been working since. The issue has been resolved.